Event description:
Patient reported that their dentist has advised them to stop aligner treatment due to them having a crown. Their dentist also felt that the treatment was inappropriate for the patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.